Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Software 5.2a. Retainer ring black. On (B)(6) 2022 customer called in with the following concern: customer battery life is not lasting. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the device. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2022 multiple battery out limit alarms were recorded. The adapt tool also recorded pump error 25 alarm on (B)(6) 2022 and (B)(6) /2022. The power management tool indicated the unloaded voltage and loaded voltage abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored. After re-download device and inspect unloaded voltage and loaded voltage voltage they were within specification. No physical damage noted during visual inspection. In conclusion, customer concern was confirmed during download history review due to electrical board connector anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.